Manufacturer narrative:
The customer contacted resmed technical support to request assistance regarding an alarm that was triggered on an astral device that resulted in the device restarting. The technical support staff reviewed the astral clinical guide with the customer to resolve this issue. No device was returned to resmed for investigation. (B)(4).

Event description:
Importer ref# (B)(4).